Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device was returned for a set screw anomaly and was confirmed in the laboratory. Both rv and svc set screw bores had debris material at the bottom. The debris material prevented the set screws from inserting all the way into the set screw bore upon being tightened, and, thereby, prevented the set screws from securing the leads

Event description:
It was reported that during implant none of the set screws would tighten. This device was not implanted.